Manufacturer narrative:
The insulin pump was received with no button error alarm. The pump had no button response due to corroded keypad traces. The pump was unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime test and the excessive no delivery test due to no button response. The pump had a scratched display window and a missing end cap sticker. No moisture damage was noted on electronic assembly or on motor. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and a button error on the insulin pump. The customer's blood glucose reading was 500 mg/dl. The customer treated the high readings with syringe. The customer stated that the pump might have gotten splashed while she was on a boat. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.